Event description:
It was reported that within months of implant, the right ventricular lead (rv) lead was dislodged due to apparent device rotation. Twiddler's syndrome was suspected. The lead was explanted and replaced, the device remains in use. It was noted that the patient is part of the painfree sst ((B)(6)) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.